Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that post-paced t-wave oversensing was later seen again through a remote transmission. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Event description:
It was reported that an asymptomatic patient presented in-clinic for normal follow-up. Post-paced t-wave oversensing was observed via stored egm. Programming changes were made. The device remains implanted.